Event description:
It was reported that the patient presented with pacemaker-mediated tachycardia (pmt) caused by the pacemaker. It was noted that the pmt could be possibly caused by pacemaker sensing issue. No intervention was performed. There were no patient consequences.